Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2017-06537. It was reported patient has lost stimulation due to high impedance on all contacts. Reprogramming was unable to provide resolution. X-rays were taken and revealed no anomalies. The patient will undergo surgical intervention on a later date.